Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was unknown at the time of the incident and current blood glucose level was 564 mg/dl. Customer reported that they were not getting enough insulin. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at time of high blood glucose event. Troubleshooting was performed. No further complications were reported. The device will not be returned for analysis.